Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure due to inadequate stimulation. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a lead revision for an unknown reason.

Event description:
A report was received that the patient will undergo a lead revision for an unknown reason.